Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The stent was not damaged.

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the rca. The lesion was 80% stenosed with severe calcification. Device was removed from packaging per IFU and prepped with no issues noted. The lesion was pre-dilated twice but the device was unable to cross the lesion. Resistance was encountered when advancing to the lesion but excessive force was not used. On removal it was noted that the stent was damaged. Another endeavor resolute (same size) was used to complete procedure. There was no patient injury. Physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation), patients condition affected effectiveness of device (80% stenosed with severe calcification), (no results available since no evaluation performed) - device or procedural images not provided for review , device not returned for evaluation. Evaluation conclusion: inherent risk of procedure ¿ (stent deformation) 50 device failure/lack of effectiveness related to patient condition (80% stenosed with severe calcification), unable to confirm complaint (device or procedural images not provided for review). (B)(4).